Event description:
The customer contacted beckman coulter, inc (bci) in regards to erroneously elevated accutni (troponin I) result generated on the unicel dxi 800 access immunoassay system. The customer re-ran the sample on a different instrument and the result was within normal reference range. The initial erroneously elevated result was reported outside the laboratory. There are no reports of any adverse pt consequence or any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
The field service engineer (fse) was onsite one day prior to the event investigating the instrument regarding a different issue. The system was verified by the fse as acceptable. On (B)(4) 2009 the bci contact at the site indicated that the sample handling continues to be a problem with this customer site. Customer error in the sample handling is the root cause for this event. This reportable event was identified during a retrospective review of complaints conducted between (B)(4), 2008 through (B)(4), 2010 for additional reportable events.